Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the emerge catheter was received inside a carrier tube (hoop) within an emerge product pouch that matched the information on the device. There was blood in the balloon and inflation lumen. Attempts to inflate the balloon using an inflation device filled with water were unsuccessful because the water leaked at the guidewire exit notch. Magnified inspection revealed damage to the inner and outer shaft 2mm from the guidewire exit notch. The shaft damage is consistent with a guidewire ripping through the inner and outer shaft. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a hole in the balloon was noted. The target lesion was located in the right coronary artery (rca). A 2.50mm x 8mm emerge balloon catheter was selected and advanced to dilate the lesion but failed to inflate. They took the balloon out from the rca and tried inflating it outside the patient's body but still it would not inflate and they noticed there was a hole in it. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.